Event description:
Pt was five weeks status post right hip arthroplasty for post traumatic arthritis. She had an uneventful postoperative course until the morning of admission. She stated that she got up to go to the bathroom, felt a click in her hip, went to the bathroom, and by the time she got back to bed she was in severe pain, having difficulty ambulating. She was brought to ER where an attempt at a closed reduction was performed but unsuccessful. Pt admitted for surgery where the hip was reduced in an open fashion and a revision acetabular liner was placed.